Event description:
It was reported that during a vein graft to obtuse marginal coronary artery stenting procedure, after an uneventful deployment of the 3.5x23mm rx xience xpedition at 10 atmospheres (atm), the stent delivery system (sds) met resistance during removal. The balloon appeared to be fully deflated. Slight force (not unusual) was applied to the sds, the physician felt a 'pop' and the proximal part of the delivery system was removed, leaving behind the distal delivery system (approximately 6 inches proximal of the proximal marker on the balloon). Contrast was introduced into the guide catheter and the separated balloon segment was seen moving slightly distal in the vessel. Snaring was attempted and was unsuccessful, so the guide catheter was taken past the ostium of the vessel. Another wire and balloon were taken to the distal end of the guide catheter. The balloon was minimally inflated in the guide catheter and all devices were removed as one unit, including the separated distal portion of the sds. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction. Device has been returned. (B)(4) - device soaked improperly during preparation-incorrect prep, only allowed 5-8 seconds for balloon deflation prior to attempted removal, slight force was applied during removal-failure to follow steps. Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Difficulty/resistance removing the device through the guiding catheter post-deployment could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use instructs the physician to deflate the balloon by pulling negative on the inflation device for 30 seconds. Based on the reported IFU deviation and analysis of the returned device, sufficient time was not allowed for deflation, which likely contributed to the reported difficulties removing the device. The shaft likely separated as a result of inadvertent mishandling when resistance was met during withdrawal and slight force was applied. It should be noted that the IFU instructs the physician that if resistance is noted during withdrawal to re-inflate the sds and pull negative again for 30 seconds then gently remove under negative pressure. The IFU states that failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. In addition, it was reported that prior to use, the end of the xience xpedition was wet/dipped in a bowl of saline. It should be noted that the preparation instructions in the IFU does not instruct the physician to wet/dip/soak the sds. It is uncertain if this IFU deviation contributed. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: safety and effectiveness of the xience xpedition stent have not been established for subject populations with lesions located in saphenous vein grafts. Based on the information reviewed, there is no indication of a product deficiency.